Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported via phone call that the customer insulin pump had damaged. The customer¿s blood glucose level was unknown. It was reported that the insulin pump had crack around reservoir compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump was returned for analysis.